Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of a customer that the evis exera iii video system center was not producing an image while connecting scope. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
The issue was found during preparation for use for a procedure, which was completed after a slight delay to replace the device, however there was no procedural impact.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon " delay in procedure" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, a specific cause of the phenomenon " image is not displayed while scope is connected" could not be identified from the information received. The event can be prevented by following the instructions for use which state: [6.3 connection of an endoscope] "·make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. ·connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. ·do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. ·before connecting or disconnecting the endoscope, videoscope cable, oes video converter, or camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed, and the image may not be displayed. ·do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection." Olympus will continue to monitor field performance for this device.